Event description:
It was reported by service report that the foot end jack release pedal was broken off with exposed sharp edges. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.